Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the percutaneous sheath introducer (psi) was placed in a pt in the operating room. The pt was then taken to the cardiovascular intensive care unit (cvicu) after open heart surgery. The nurse was giving a fluid bolus and was looking at the IV pump. At which time, she turned to the pt and saw the fluid dripping all around the insertion site. She stated the hemostasis valve literally had come apart. As a result, the psi was removed. The pt was stable, so they replaced the multi-lumen access catheter (mac) with two peripheral IV's. There was no delay in treatment, no pt death and no complications reported. The pt outcome is no reported harm to the pt.